Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the log file shows software protection service has stopped. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found that the host pc was not able to communicate with the flexvision pc and requested onsite support. The philips field service engineer (fse) went onsite to check the system and found an issue with the flexvision pc. To resolve the issue, the fse replaced the flexvision pc. The defective parts were returned for analysis, for ippc no malfunction was observed. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up the device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.